Manufacturer narrative:
Weight-race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -12.5/1.0/146 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles and corneal decompensation. The exchange resolved the problem. For status of the eye (signs/symptoms) the reporter stated "looks good, patient happy. Resolution of inferior corneal edema which had developed from intermittent ik touch." The cause of this event was unknown.